Event description:
During implantation procedure, surgeon had difficulty using the introducer for the catheter. Specifically, the surgeon felt the introducer had a defect that impeded the passing of the guidewire. The port was not implanted.